Event description:
See intial report.

Manufacturer narrative:
The clamp was manufactured in 2015 and no similar events have been recorded by reviewing the complaints database. This is a known issue that was addressed with a corrective action that prevents issues related to fluid ingress (implemented in manufacturing in 2015). The complained erc was manufactured before the implementation of the corrective action. Based on above information, it cannot be ruled out that the issue was due to a failure of clamp electronic and mechanical components, possibly related to extensive exposure to liquid over time, e.g. During cleaning, that led to fluid ingress, favored by erc weak design. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 erc tubing clamp / 620mm. The incident occurred in montpellier, france. The affected part was returned to livanova deutschland for a detailed investigation. The technician could reproduce the reported issue. In order to solve it, printed circuit board (pcb) zka, groove ball bearing and flat seal were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 erc tubing clamp 620mm was not controllable at setup. In addition, the unit was noisy and console display was intermittently defective. No error code or message were displayed. There was no patient involvement.